Event description:
It was reported that prior to an esophageal surgery, the scrub nurse tried firing the clip applier on the back table, outside the sterile field. The first clip applier fired open clips and a certain unusual resistance was felt at the firing trigger. Then they opened two more appliers from the same lot, and they all showed the same problem. The case was carried out by opening a fourth device from a different lot. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed four clips as intended and it ejected thirteen clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the devices (b and c) were returned in good visual condition. In an attempt to replicate the reported incident, each device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b and c additional information: batch # j9071h, expiration date: 12/2016, manufacturing date: 01/2012.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.